Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for inspection. The lens was received in cut in half and was consistent with a lens that has been explanted. The returned lens was inspected at 10x microscope magnification with the visual inspection revealing that the lens was received with surface residuals (debris/particles) adhered to both sides of optic body compatible with use of the lens such as an implant and later explant. Due to the returned condition of the lens, it was not possible to measure the lens. No manufacturing related defect that could have caused the reported event/complaint was identified in the returned lens. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent a secondary procedure to remove the intraocular lens (iol) after approximately six (6) weeks due to blurry vision. Blurry vision was reported at the patient's one week post operative visit. Another lens was implanted successfully. No further information was provided.

Manufacturer narrative:
(B)(4). Placeholder.